Event description:
A patient presented to the physician's office complaining that she had felt something break. A CT scan determined that the portacath had broken. It was removed by an interventional radiologist. The cath was originally placed five years previously for chemo due to colon cancer.